Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a mitraclip procedure, a perforation occurred and the patient underwent a pericardiocentesis and CPR as support of hemodynamics. Bleeding continued so an emergency surgery (a sternotomy) was carried out. Following a difficult transseptal puncture, a steerable guide catheter (sgc) was inserted. However, difficulties crossing the septum occurred, and the sgc jumped to the left atrium (la). After withdrawal of the guidewire and dilator, aspirating blood for de-airing was unsuccessful. Negative pressure was kept while pulling back the sgc closer to the septum. However, hypotension was encountered, which lead to an epicardial tamponade. The patient underwent a pericardiocentesis and CPR as support of hemodynamics. Bleeding continued so an emergency surgery (a sternotomy) was carried out. The patient was administered a total of 4 units of fresh frozen plasma (ffp). The perforation, which was caused by the transseptal puncture, was closed during surgery with an atrial septal defect (asd) closure device. The patient was then stable post surgery. The chest was left partially open post-surgery. Two days later she went back to surgery for repair of mitral valve and final closure of chest. She then recovered slowly and was sent back to her local hospital 9 days after attempted.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported event of perforation remain unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.